Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-13517. It was reported that the patient's was not receiving adequate therapy from his thoracic scs system. As a result, the patient's system was explanted and replaced, and effective therapy was restored post-op.